Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized for non-diabetes related issue. Customer stated that while in the hospital he developed high blood glucose and was treated in the hospital. The blood glucose reading at the time of hospitalization was 274 mg/dl. Customer stated that the insulin pump is alarming motor error and over delivered. He stated that the insulin pump is off and still had low blood glucose. Nothing further was reported.